Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, and minor scratches on the display window. The insulin pump was received without the belt clip and no damage could be verified. No damage was noted to the belt clip slot.

Event description:
It was reported that the customer's insulin pump has cracks to the reservoir and battery compartment. Customer's blood glucose level at the time 544mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.